Manufacturer narrative:
Unable to prime during prime/a33 alarm test due to faulty fsr(gold). The insulin pump passed the basic occlusion and displacement test. No motor error alarm noted. Motor tested ok. Unable to perform occlusion and excessive no delivery alarm due to prime anomaly. Cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
Customer's wife reported that the insulin pump alarmed for a motor error during a bolus. The blood glucose reading was 325 mg/dl. She stated that the customer was diagnosed with dementia and that she was unsure if something happened to the insulin pump. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.